Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure.